Event description:
It was reported that during an unrelated procedure, the right ventricular lead experienced an operation issue, and tissue was unable to be removed from the lead. The lead was replaced during the procedure successfully. No adverse patient consequences were reported.